Event description:
It was reported that during device change out for eri, externalized conductors were observed on the rv lead. No electrical issues were observed. The lead remained implanted. The patient condition was stable.